Event description:
On (B)(6) 2017, the reporter contacted lifescan USA by email , alleging inaccurate erratic results on the subject meter of "46, 82 and 54 mg/dl", performed within 20 minutes of each other. Two attempts have been made by lfs customer service to contact the reporter by phone and an email was also sent asking the reporter to contact lfs by phone to try to troubleshoot the alleged issue. However, no further contact has been received. It was noted that the patient was "feeling funny" at the time of the reported incident and lfs and has reviewed the complaint as a potential adverse event. However, no symptoms which meet lfs' serious injury were reported, neither was any 3rd party intervention reported, therefore this complaint is being reported as a malfunction.